Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, after the console was set up for the procedure, the machine skipped directly from system fill to ablation. No error messages and alarms were received. The procedure was successfully completed after installing a second procedure set and the patient was stable with no reported complications.